Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05535. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. After ablation was performed at 200,000 rpm, the burr was attempted to be removed from the rotawire but failed to do so. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of the rotablator rotalink plus device with the rotawire. The rotawire was protruding 175.5cm from the burr when received. The advancer unit and burr unit were received together. The catheter body housing for the burr unit was detached, when received. The advancer knob was tight and in the mid-way position. Device analysis revealed that the handshake connections were examined and no issues were noted. There were numerous kinks throughout the rotawire. The burr would not move on the rotawire, so it was soaked in hot water for 5minutes and afterwards was able to move on the rotawire. An attempt to remove the rotawire was unsuccessful due to the kinked rotawire. Inspection of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states the following related to the operating speed: "1.25 - 2.0 mm burrs 160,000 up to 180,000 rpm¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05535. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. After ablation was performed at 200,000 rpm, the burr was attempted to be removed from the rotawire but failed to do so. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is good.